Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after successful firing of the stapler in a bowel resection, the surgeon handed the stapler back to the scrub nurse and noticed the blade had not retracted all the way and therefore could not change the reload. Another stapler was used to resolve the issue. No patient injury.